Event description:
It was reported that the bd alaris smartsite needle-free valve had fluid blockage on 9 occasions. The following information was provided by the initial reporter: "the head nurse reported that when the patient was ventilated before use, he found that there was fluid blockage that occurred 9 times "

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had fluid blockage on 9 occasions. The following information was provided by the initial reporter: "the head nurse reported that when the patient was ventilated before use, he found that there was fluid blockage that occurred 9 times ".

Manufacturer narrative:
H6: investigation summary: a 2000e china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22015586. The feedback provided by the customer indicates complete occlusion was detected at the smartsite component when connected to a weigao luer lock syringe. No further information was available to assist the investigation in this instance. As part of the investigation the customer provided photographs, analysis of the photographs did not identify any product defects or manufacturing issues which could have contributed to the customer's experience of complete occlusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015586 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.